Event description:
Additional information received reported that the patient¿s pump has been empty since (B)(6) 2014 and the patient did not have a managing healthcare professional(hcp). She has tried contacting the hcps for her area but none of them would take her insurance.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that an alarm was heard and confirmed by telemetry due to zero ml reservoir volume reached. The patient had moved and had not established a doctor to manage her pump. The pump reservoir went empty (B)(6) 2014 (as previously reported), and they were refilling the pump on the date of the report with a lower drug concentration. The reporter programmed a bridge bolus. The pump system was being used to infuse hydromorphone 2mg/ml at 1mg/day.

Event description:
It was reported the patient experienced a change in therapy effect. About a week and a half ago the patient¿s pain went from 7 to a 9 and that was because she was only able to sleep two hours a night. The patient was awake for maybe three hours and then sleeps for an hour. It was noted the patient was in so much pain. Since (B)(6) 2014 the patient had been waking up with a headache. It was further reported the patient thought the pump was not doing what it was supposed to be and she knew she was due for a refill on (B)(6) 2014 so she was wondering if the pump was already low/empty. The patient did not hear any alarms at this time. It was further reported her alarm was set to go off on (B)(6) 2014 the patient had still not heard the alarm. The patient had moved from florida to kentucky, but no one will take her as a patient and she was looking for someone to fill her pump. The patient was looking for a new physician in her area and was running into issues because of her insurance. She has been unable to find a doctor wh o would take her insurance. The pump was being used to deliver dilaudid. The cause of the event, interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.